Event description:
It was reported that a thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a transesophageal echocardiogram (tee) in (B)(6) 2023 in preparation for a mitral valve repair procedure, a non-mobile thrombus on the limbus side of the closure device was identified. A possible small sul-de-sac on the limbus side of the closure device was noted. The patient was reportedly non-compliant with the post laa closure procedure medication regime. The patient was instructed to begin apixaban and aspirin and a tee will be performed in two to three months to check the status of the thrombus.